Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2015 and a mesh was implanted, concurrently with a right inguinal herniorrhaphy with a bard mesh implant due to direct right inguinal hernia. No additional information was provided.